Event description:
While using the sureform 60 stapler, the robot shook and the arms turned yellow. The robot prompted to unclamp the staple and fired again. The staple had however already fired so the surgeon unclamped and kept that staple, but the staple line was bleeding more than normal. Surgicel was used on the staple line and the surgeon confirmed that the staple line was going to hold and didn't need an additional staple.